Event description:
It was reported that the unknown channel error. There was no patient involvement.

Manufacturer narrative:
Corrections: g4, h3, h6 (method, results, conclusion) and h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/1/2016 to the present date 10/24/2020 and note that this device has been returned for service two times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the unknown channel error. There was no patient involvement.

Manufacturer narrative:
We will follow up again with full results.

Event description:
It was reported that the unknown channel error. There was no patient involvement.